Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus- eluting coronary stent. This is one of two products involved in the same pt reported under mfg numbers 9616099-2007-02347, and 9616099-2007-02348. Add'l info will be submitted within thirty days upon receipt.

Event description:
The cordis clinical study registry in slovenia reported that a subject experienced restenosis approx five months after implantation of two cypher stents in the left anterior coronary artery (lad) and was treated by implantation of an add'l cypher stent. Further review of the report revealed a dissection, which occurred at the index procedure during implantation of cypher and was treated by implantation of another cypher. According to the report, the dissection occurred during implantation of a cypher stent to treat an lad lesion described as de novo, 2.8x 20 mm long, irregular, but readily accessible, with moderate calcification, 70% stenosed and a type b1 classification. It is unk how the dissection occurred, but it was treated by implantation of another cypher stent. Residual stensosis after treatment of the lesion was 10%. Twenty six weeks implantation of the cypher stents, the subject presented with angina and coronary angiogram revealed a 70% stenosis of the distal stent (the second). And it was treated by placement of an add'l stent.